Event description:
Right knee synovitis, increasing restriction of walking in right knee/moderate movement restriction, right knee inflammatory swelling, lower leg swelling, right knee swelling, right knee effusion, right knee pain. Information was received on 27 july 2007 from a physician via sales representative regarding a patient, (gender age and initials unknown) with an unknown medical history who experienced joint swelling and effusion. On an unknown date the patient received unknown number of synvisc injection (s) into unspecified joint. On an unknown date the patient experienced joint swelling and joint effusion. Joint puncture was performed. No more information provided. At the time of this report the patient's outcome was unknown. Additional information was received on 12 september 2007 from the physician regarding female patient, with a medical history of right knee gonarthrosis. The patient received 3 synvisc injections into her right knee three days in 2007, after the last injection, on an unknown date the patient experienced right knee inflammatory swelling with non-bacterial effusion, ongoing synovitis and knee pain. In 2007, a knee aspiration was performed. A 20cc joint fluid which presented serious, slight cloudy with strands of fibrin was collected and sent to laboratory. Microbiological test of knee effusion swab showed massive amount of leukocytes and swab cultures showed no aerobic or anaerobic bacterial growth. Clinical chemistry and enzyme test of knee aspiration showed: lactate dehydrogenans (ldh) 550 u/l (reference range <200), cell count 6100 /ul (reference range <200), aspiration appeared yellowish, cloudy and lumpy, viscosity of aspiration <3 cm (reference range >3), cell differentiation showed mononuclear cells: 2%, polymorphic nuclei cells: 98%, total protein: 31.2 g/l (reference range 11-22). The physician reported that the patient was only able to walk short distance and was no longer able to climb stairs due to sustained pain and swelling in right knee with increasing restriction in walking. Clinical examination showed oedematous knee, lower leg swelling and moderate movement restriction. X-ray showed advanced medial gonarthrosis. The patient was treated initially with arcoxia tablet (dosage unspecified) on an unknown date and was replaced by novalgin tablet (dosage unspecified) due to lower leg oedema on an unknown date. The patient was also treated with physiotherapy and lymph drainage. Synvisc injection was permanently discontinued. Five days later, an appointment was made by telephone for admission as an in-patient. The physician assessed the intensity of the adverse events as severe and probably related to synvisc. At the time of this report the patient had not yet recovered. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint. Right knee aspiration; treatment with arcoxia tablet (dosage unspecified); physiotherapy and lymph drainage; arcoxia was replaced by novalgin (dosage unspecified) tablet due to lower leg oedema .